Manufacturer narrative:
Additional narrative: the date of this report and date received by manufacturer have been updated to may 10, 2015 due to subsequent follow-up with the reporter. Additional information: the date of the event was updated due to subsequent follow-up with the reporter. During subsequent follow-up with the reporter, additional information was provided. It was reported that the event occurred during a posterior lumbar decompression surgery. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device was noisy and heated up. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the locking components were heavily corroded. It was determined that this caused noise and heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning procedures leaving debris in the locking components. This was further defined as misuse / abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.